Manufacturer narrative:
On an unreported date, the patient was recovered from the peritonitis event. It was reported that dianeal therapy was ongoing with respect to the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection amikacin (125 milligram, frequency, route and duration not reported), injection targocid (400 milligram, frequency, route and duration not reported) and injection meropenem (1 gram, frequency, route and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.